Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had four sticky knobs, a contaminated and sticky battery o-ring, a sticky battery drawer, a damaged release latch, missing bails and cover, a scratched keypad, and a damaged case. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.